Event description:
Customer stated at 9:15pm they received a blood glucose result of 511 mg/dl and then "hi at 9:30pm. The customer went to the emergency room around 10pm where on their device the result was "hi". The hospital device read 240mg/dl at 10:30pm. No treatment was received. No controls in use. A request was made for the return of the suspect device and replacement product was sent.